Event description:
It was reported an access port was placed in 2001. In 2002 the pt returned to the hospital experiencing chest pain. It was noted under x-ray the catheter had fractured and migrated to the pulmonary artery. Removal of the port and the detached catheter segment utilizing a snare was successful and without any patient complications. Another port was placed for continuation of treatment. This device has not been received for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. Since this device was in place for over 1 year and no difficulty was encountered accessing this device to this incident, user technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for the event. The co's directions for use outline appropriate placement, access and maintenance procedures.